Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had pump exchanged on (B)(6) 2017 and the most recent implant was on (B)(6) 2017. It was reported that pump stoppage occurred while connected to the power module. Log files reviewed by the manufacturer's technical services confirmed the pump stoppages. On (B)(6) 2017 the x-ray file was submitted and technical service noted was unremarkable. The patient was discharged with an ungrounded power module patient cable. No further information provided.

Manufacturer narrative:
The reported pump stoppage events were confirmed via the submitted system controller data log file. The log file contained two recorded pump stoppages on (B)(6) 2018, which appeared to occur while the system was operating on the power module. These events corresponded with low speed and low flow hazard alarms and an elevation in pump power to a range of 7.3-14.1 watts. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with the use of an ungrounded patient cable when connected to the power module. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.